Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an internal inspection. The customer complaint was not confirmed. The root cause was determined to be a defective u6 component.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.